Event description:
It was reported by service report that the head right siderail would not stay up. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: timing link/latch worn.